Event description:
On (B)(6) 2013, customer states via phone that during an unk urology procedure on an unk pt, the fluoro failed. The pt was moved to another room where the physician used a c-arm to finish the procedure. No pt injury.

Manufacturer narrative:
Customer called tech support reporting their table was showing system misaligned and he accidentally deleted their site key while looking for the manual for the table. Tech support advised caller to move the tube carriage fully to the head end then fully to the foot end and explained to caller that just moving the park arm in and then fully to its detent position, would not correct the image-tube alignment. Customer said when he did this, he heard a crunching sound when it was fully to the head end. The table moves ok back to foot end, but was still giving misaligned message. Tech support advised he place a service call for field service engineer (fse) to repair. Customer said they will use a third party service for this. On (B)(4) 2013, product monitoring contacted customer for f/u and was told the customer had no details but the system had been repaired and was fully functional.